Manufacturer narrative:
Investigation: 3 photos were returned for investigation. From the photos returned, they show that the patient¿s blood is coming out of the injection site. As there is no sample returned for investigation and it is not possible to determine the source of leakage from the photos returned, a review of the past 12 months qn was performed. No qn related to reported defect was raised. Therefore the root cause cannot be determined.

Event description:
It was reported that medication injected by the bd venflon¿ pro safety peripheral safety IV catheter leaked from the injection site during use, resulting in a second puncture to the patient. As reported by the customer, "injection site without anti-reflux. Patient bleeds or injected products are coming out of the injection site. Recurrent issue. The patient has to be pricked once again".

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that medication injected by the bd venflon¿ pro safety peripheral safety IV catheter leaked from the injection site during use, resulting in a second puncture to the patient. As reported by the customer, "injection site without anti-reflux. Patient bleeds or injected products are coming out of the injection site. Recurrent issue. The patient has to be pricked once again"